Event description:
The manufacturer received information alleging a bipap vision's screen became blank during use. The patient's blood oxygen level decreased and the patient was placed on another device without incident.

Manufacturer narrative:
The device was evaluated by the reporting facility and the allegation could not be duplicated or confirmed. The device was tested and was found to operate and alarm to design specifications. The manufacturer confirmed the customer is not returning the device for investigation.